Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a whipple procedure, when they clipped the vessel, there was a loading and firing issue, the clip seized up and was unable to continue to press the handle. A clip is stuck in the jaws and the push handle cannot be used. So they replaced a new one to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. Visual inspection of the received photo depicts the inspection set on top of the blister packaging. No abnormalities were observed. Microscopic inspection of the instrument noted presence of clips in the tube. However, it was observed that the pusher bar was buckled, and the red indicator was visible in the window. Functional evaluation could not be performed as the safety interlock feature was engaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the buckled pusher bar condition may occur under the following conditions: if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. If a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.